Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not power on. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) at pin a23 on the c/a board sn (B)(4). The flash memory had an intermittent bga connection, which was discovered through the use of flash memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2013 and is currently under review. No adverse event resulted from the defective charger/modem. The last patient to use this charger/modem did not report any deficiencies.